Event description:
International customer reported that a pt presented with a rash similar to "chicken pox" on the calf and thigh approx 1 to 2 months following a metatarsal bunionectomy.

Manufacturer narrative:
Conclusion code: a review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental form will be submitted accordingly.